Event description:
It was reported that the customer was hospitalized for dka. The customer's bg was down when customer was on injections at the hosp, but once customer is connected to the pump with new insulin their bgs went high again. Also it was indicated that the customer was vomiting. The doctor believes is a pump malfunction. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the site and use manual injections per md protocol.